Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To address the occlusions, the customer changed the infusion set and cartridge continuing to use the pump for insulin therapy. The customer did report using lyumjev brand insulin and was educated by tandem technical support this is off label insulin.